Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: liner 1: 0001825034-2019-02168, cup: 0001825034-2019-02176.

Event description:
It was reported that during surgery the surgeon was unable to get two different g7 liners to seat in the acetabular shell. The surgery was completed with a third backup liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI # (B)(4). The reported event was considered confirmed as the scallops show damage, no damage visible on the outside radius of the liner. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.